Event description:
It was reported that the customer had low blood glucose levels of 2.6mmol/l. Customer also reported having issues removing the battery cap on the insulin pump. "Advused" insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot(p) noted.